Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Evaluation of heartmate ii lvas, serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the driveline (dl) cut approximately 5.5" from the pump housing and approximately 32¿ of the distal portion of the dl was also returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The outlet elbow was returned attached to the pump¿s outlet port and the outflow graft attachment was returned attached to the outlet elbow. The outflow graft bend relief was also returned detached from the hardware. The bend relief collar was returned detached from the device. The apical sewing ring was also returned. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined; no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The log file contained events from 1796, hour 14, minute 25, through day 1799, hour 19, minute 58. Events. A motor stopped command was captured on day 1799 hour 19 minute 57, which the pump speed value decreased to zero rpm as expected. The driveline disconnected following the motor stopped command, which is consistent with the reported pump explant. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU rev. B is currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate ii left ventricular assist system. This IFU notes right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that right heart failure did not exist prior to left ventricular assist device (lvad) implant and it was possible that a device related issue caused/contributed to the right heart failure; it was also noted that it was secondary right heart failure due to de novo ai. On (B)(6) 2023 the patient underwent a routine heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed right heart failure and was admitted on (B)(6) 2023. The patient had peripheral edema and the heart failure was thought to be associated with aortic regurgitation (ar). Dehydration was conducted by diuretic drug. They were discharged on (B)(6) 2023. On (B)(6) 2023, diuretic drugs and pump speed were adjusted. The pump speed change significantly changed the severity of valve disease.